Event description:
Related manufacturer report number: 3006705815-2022-13704. It was reported that after patient's ipg revision surgery on (B)(6) 2022 the ipg lost communication with the external devices. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence. There is sufficient guidance in the clinicians manual regarding use of electrosurgery devices in the presence of neuromodulation systems.